Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as fold flaw opening. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. Observed, stress marks on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side rupture. Healthcare professional, later reported, "hole, non-specific". The device has been explanted and replaced.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture. The device has been explanted and replaced.